Event description:
It was reported while unloading a patient from the ambulance the medic released the latch prior to the legs being fully extended and the stretcher lowered from the ambulance and tipped to the side. It was reported the patient was not significantly injured; however, no further details on the injury were provided. It was advised the incident was a result of unintentional use error and not a product malfunction. The stretcher was returned to manufacturer for evaluation and there were observations of product damage as a result of the incident that required repair.